Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump alarmed " no cassette" while in use, four hours after the installation of the cassette in the pump. There was no patient, or clinician injury associated with these occurrences. The event occurred during bench test. No further details provided at this time.